Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an infection. Additional information indicated that the device was sent for cultures and would not be returned for analysis.